Event description:
Distributor in (B) (4) reported that customer at hospital apparently attempted to use ventilator with reference pressure line stuck into a threaded hole in the front of the pediatric exhalation block. The pediatric exhalation block is used to ventilate pts ranging from 10 lbs to 100 lbs, not neonates or premature infants. The threaded hole is plugged with at least two setscrews to prevent full insertion of the sense line. The reference pressure connector is designed to be a tapered slip fit into a smooth side tapered hole in the lower front of the block. The block label clearly identifies the holes the proximal line, reference pressure line and "from pt" hose connections are to be made into.

Manufacturer narrative:
Appears to be user error. Follow up report will be submitted for evaluation.